Event description:
It was reported that during routine check up, the cs100 intra-aortic balloon pump (iabp) was showing leak test fail error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions telephone number : (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found no issues. The fse was unable to replicate the reported issue. The fse then stated that the unit was working ok. The unit was then handed over to the customer in good working condition.